Event description:
Hill-rom received a report from a hill-rom technician stating the beds nurse call is not working. The bed was located at the account in room 3365. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the nurse call not working due to the power control board was bent pins. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012 and 2013. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the power control board to resolve the issue. Based on this information, no further action is required.